Event description:
I used renu moistureloc solution from approx 08/05 to 11/05. On 11/30/05 I awoke iwth a severe and extremely painful eye infection and was treated by a couple of drs at a couple of different eye care facilities. When neither could determine the kind of infection or what treatment, I was sent to an eye center in 01/06. Upon arrival at eye center, scrapings were immediately done on my eye and I was then diagnosed with the fungus infection, fusarium keratitis. I was then treated at eye ctr on a daily, bi-weekly and weekly basis until I rec'd a corneal transplant due to corneal scars directly in the line of vision. I am at present time still under the care of eye ctr.